Manufacturer narrative:
Concomitant medical devices: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6)2013, product type lead. (B)(6).

Event description:
It was reported the patient experienced a communication problem and was unable to charge their implantable neurostimulator (ins) with their recharger at the time of report. Instead, the recharger displayed a message with ¿a black circle that just went round and round and an icon that looks like its searching for something but wasn¿t finding anything.¿ the patient¿s programmer displayed ¿an image of the device with a circle in the middle and nothing happened.¿ the patient reportedly last felt stimulation four days prior to report and last recharged the ins a month prior to report. The patient was ¿in a lot of pain in her legs because she couldn¿t turn stimulation on.¿ it was noted that when the patient¿s stimulation was on, she didn¿t feel pain. It was further noted the patient had a cast on her leg from a fall she had experienced almost a month prior to report. The patient was ¿not sure if she broke something in there.¿ the patient was redirected to her healthcare provider (hcp). A supplemental report will be filed if additional information is received.